Manufacturer narrative:
(B)(4). Date sent 9/23/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an hemicolectomy the cdh29p powered echelon is being used, but after the battery was inserted and the anvil head was connected to the needle trocar until it covered the orange line, the closure was performed until the orange indicator was in the green zone. After that, the red safety pin was pulled to enable automatic firing, but the powered motor did not work as it should. Even though the indicator screen showed a bright color indicating that the battery power was connected to the entire cdh29p tool, firing was attempted several times but there was no response at all. Therefore, the doctor then opened and removed the faulty cdh29p that had failed to fire and used another new cdh29p device, repeating the steps again, and during the firing, the motor responded normally as usual and well, and the procedure could proceed as expected. There was a 20 minute surgical delay. Replace cdh29p and get new open new device cdh29p, the procedure was successfully completed.